Manufacturer narrative:
H3: analysis of product ID: 97791, lot# unknown, product type: accessory. Product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID 977a290 lot# serial# (B)(6) found fractured leads. Continuation of d11: product ID: 97791, lot#: unknown, product type: accessory; product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient came into surgery to have the leads replaced. An impedance check showed a red x on electrodes 0,1,2,4 ,5,7,8,11,12 and yellow ! On 3,6 and 10. The rep indicated that the leads would be sent back for analysis. It was also noted that the physician did cut on the lead trying to remove it. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a290, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 97745, lot#/serial#: unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called saying he was having the same issue of seeing not able to deliver desired intensities on his programmer. The patient wanted to meet at their doctor's office. The manufacturer representative (rep) told the patient that due to covid19 they are not able to meet up with the patient, but once things settle down he would be able to meet with the patient. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2020-mar-06 reporting that the patient continued to see unable to deliver desired settings on their programmer and could not turn stimulation up adequately. The manufacturer representative met with the patient on (B)(6) 2020. It was determined that another electrode was "out" on the right side. Only electrodes one and seven are viable on the lead on the right. With reprogramming the patient was able to get comfortable stimulation and was able to turn it up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep met with the patient today and was seeing unable to deliver desired settings with his programmer. Electrodes 3, 4, 5, and 6 were orange, electrode 11 was red. Rep reprogrammed and was able to provide stimulation avoiding the electrons above. Patient was reporting at least 90% pain relief and was very happy with things.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient called rep stating they could not turn their stimulator up. Patient was seeing not able to deliver desired settings on his programmer. Rep to meet with the patient on friday to see if they can help. Rep stated they have met several times with the same results. Impedances were within range yet the intellis system was incapable of delivering desired intensity. Additional information received from the rep. It was reported the rep met with the patient and he was not feeling stimulation on the right neck. Rep reported he had additional electrodes that were failing. Electrodes 2,3,4,5,6, and 12 were indicated as orange with electrode 11 as red. 0-7 right neck. 8-15 left neck. Rep was able to reprogram around the problematic electrodes and he was able to turn both sides up independently. It was reported there were only three functioning electrodes on the right side now, hopefully things stabilize but it was not unlikely that he would have to have a revision at some point. Rep stated the good thing was that the patient was currently reporting about 90% pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ head/neck (non-malignant). It was reported that the patient was unable to increase stimulation because his controller got stuck on the "please wait"/ screen 16. Patient removed and re-inserted the controller battery and the issue was resolved. No symptoms reported. No further complications were reported/anticipated. Additional information was received (B)(6) 2019. It was reported that the patient called again and said that he lowered stimulation and then raised again and it again won't let him increase. During the call, the patient took the battery pack out and reinserted. After doing this, the controller went to some other language but then he got it back to english. He setup the controller, and then it said it was not able to control settings. The patient still could not increase stimulation. Additional information was received from the manufacturer representative (rep). It was reported that the patient was seeing unable to deliver desired settings on the programmer. Impedance check showed electrodes 3 and 5 were out of range >40,000. The patient was reprogrammed not using electrodes 3 or 5. The issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was seeing not able to deliver desired settings on the controller. It was unknown what factors could have led to the issue. The rep reported that the patient wasn¿t able to turn up the stimulation on the right side of his neck. The rep met up with the patient and the patient wasn¿t feeling much if any stimulation on the right side. The rep noted that the patient had a pns system for neck pain. The 0-7 lead was for the right side and the 8-15 lead was for the left side. The rep reported that an impedance test indicated that electrodes 4 and 6 as red and 3 and 5 as orange. The rep was able to program around the affected electrodes for good coverage on the right side. The patient was happy and said he was feeling stimulation on the right side for the first time in sometime. The issue was resolved. No further complications were reported.